Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 06/12/2017 with the following findings: during investigation, the battery compartment was cracked near the top right and lower left corners of the grip pad. Unrelated to the original complaint, visible moisture was found in the battery compartment. A leak test was performed and failed due to a battery compartment crack. The pump powered up to a call service 069 error. The pump was unable to recover from the call service 069 alarm after reboot. Investigation revealed that a language corruption occurred at a component on the printed circuit board resulting in a call service alarm.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a casing/condition (cracked/damaged casing) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.